Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed in another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to produce x-rays. Upon troubleshooting with customer, they reboot the system as well as deleting the patients off the system, but issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse tried to recreate the image store, but the issue persisted. The fse confirmed that the image drives in the ippc were defective and need replacement. To resolve the issue, the fse replaced the image drives in the ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.